Event description:
During lead implant, the foramen needle and introducer both needed to be placed to the hub due to the patient's size. Once introducer dilator was removed, surgeon attempted to pass the lead, but was unable to get the lead to thread past the anterior surface of the sacrum. On x-ray, it appeared as if the lead had curved into the sacrum instead of moving past the anterior surface. Surgeon then removed the introducer and re-inserted the foramen needle followed by the introducer. Again, surgeon had trouble passing the lead through the introducer sheath. The introducer was pushed far into the foramen and then lead was placed which was far anterior to the anterior surface of the sacrum. Surgeon attempted to pull the lead back but the tines had deployed. The introducer and lead were removed and new lead was used to complete the case.